Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the small battery drive device had a sticky bottom trigger and the unit also made an unusual grinding noise. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device has a sticky bottom trigger and the unit also makes an unusual grinding noise. An assessment was performed and it was found that the trigger components were damaged, the electric motor was corroded, the bearings were worn, and the grease is discolored / contaminated with an unknown substance. The assignable root cause was determined to be due to improper cleaning and care, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.